Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lung resection. According to the reporter: at the settling of the lung parenchym the stapler could be fired properly but it could not be opened anymore. The surgeon had to re-resect the tight stapler lateral. Loss of more parenchym occurred, but no further pt harm.